Event description:
During coil embolization of a 3.3 x 4mm left posterior communicating artery aneurysm with a neck width of 3.4mm, the surgeon noted a kink on the prowler select plus microcatheter (606s255x/17092343) when he opened the package. The surgeon changed to a new microcatheter to continue the procedure, however, the deltaplush coil (cpl10015330/c26414) could not be advanced through the unspecified microcatheter. There was difficulty re-sheathing the coil, and the coil stretched in the sheath. The surgeon changed to a new coil to complete the procedure. It was reported that a continuous flush had been maintained through the microcatheter and it was not necessary to remove the microcatheter with the coil. The introducer did not appear damaged. There was no report of patient injury or a clinically significant delay in the procedure.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Device returned for analysis on 5/18/2015. Complaint conclusion: the deltaplush was returned for analysis. As viewed into the returned packaging, the coil was returned unsheathed and damaged. The introducer sheath was not returned. The resheathing tool was returned. Located at the socket ring junction, the distal end of the outer sheath was pushed back and the diameter was opened up from this damage. The proximal section was returned stretched as reported in the complaint event. There is compression and buckling coil damage at the proximal section and at the first secondary winding off the ball tip which caused this section to be bent away from the adjacent coils. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with one side of the fracture raised above the surface plane. No manufacturing defects were found. The evidence shows the possibility of two contributing factors to the coils inability to be advanced through the microcatheter. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have prevented the coil from advancing inside the unidentified microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary, but equally important contributing factor preventing the coil from advancing inside the unknown microcatheter may have been due to distal interference which caused the first secondary winding off the ball tip to have severe compression and buckling damage. The source and location of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. It is noted that an 18 series non-compatible microcatheter was originally selected to be used with a 10 series microcoil system, however it was found to have been kinked and not used and an unknown and unreported microcatheter was then used in the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The deltaplush coil damage was confirmed; however, the root cause of the deltaplush resheathing difficulty and the eventual stretching of the coil during this timeframe cannot be determined as the introducer sheath was not returned. It should be noted that when the introducer sheath is separated from the coil, coil damage can easily occur, especially coil stretching at the proximal section as it is temporarily anchored by the skive. In addition, without the return of the introducer sheath used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to this complaint, no preventive/corrective actions will be taken at this time.